Manufacturer narrative:
(B)(4). (Exemption number e2015036). (B)(4).

Event description:
Pentax medical was made aware of a complaint on 05jul2019 stating that the bronchoscope had continuous suction during a procedure, involving pentax medical video bronchoscope model eb-1570k, serial number (B)(4). No accessories were used, no delay in procedure, and no patient injury or death reported. The pentax medical video bronchoscope was returned to pentax medical for evaluation on 18jul2019. The colonoscope was inspected by pentax medical service on 19jul2019 and they were unable to duplicate the customer's complaint. Control body grip scratched, pve connector housing scratched, passed wet leak test, passed dry leak test. The colonoscope was repaired, including the following components: o-rings and seals, insertion/s-nipple attaching screw, o-ring(1.25x3.5), o-ring(1.2x3.5). The bronchoscope was returned to the customer on 26jul2019 under delivery number (B)(6).